Event description:
The pt required a corpectomy after falling from a ladder and suffering a compression fracture at t11 and a burst fracture at l1. Surgery was completed successfully on (B)(6) 2011. During a routine 6-week f/u visit ((B)(6) 2011), the surgeon determined that the x-core vbr implant had collapsed approx 4-5mm, resulting in a loss of vertebral body distraction. Serial radiographs were evaluated by nuvasive to confirm the initial report as well as to determine the degree of collapse. The pt was not injured and there are no plans for revision surgery at this time.

Manufacturer narrative:
(B)(4). The affected product has not been explanted. Root cause of the reported event is unk at this time. Testing of the instrument used to tighten the lock screws noted the instrument was within spec both prior to and following the reported event. The pt is reportedly asymptomatic and there are no plans for revision surgery at this time. Should revision surgery occur and the product is returned, investigation will resume and any relevant info will be reported. Labeling review notes the following: ¿care should be taken to insure that all components are ideally fixated prior to closure.¿ ¿these devices can break when subjected to the increased load associated with delayed union. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the pt¿s activity level will dictate the longevity of the implant.¿